Event description:
It was reported that an inherited case has an implant that has been threaded. The doctor requested a rethreading tool to fix the issue. No further impact to patient.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no item/lot, product not returned.